Event description:
Customer reported receiving a button error alarm and another alarm regarding the battery on the insulin pump. Customer stated that he had been watering the garden and had the insulin pump in his pocket with an onion. The blood glucose reading was 134 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No display ramping on its own anomaly noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump was received with cracked case at display window corners and severely scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.